Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: encountered painful popping, clicking and grinding sensation, thereby, negatively affecting his ability to perform activities of daily living. Lab test confirmed that the patient had high levels of cobalt and chromium in his blood.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pulmonary embolism and loosening of stem. Added stem on ip due to alleged loosening and high levels of cobalt and chromium. Updated doi, patient's initials, lawyer and law firm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.